Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump got a blank display. The blood glucose level was 224 mg/dl. Customer stated that display did not return after the insulin pump restart. The product will return for the analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4)site, per variance 5. The insulin pump passed the self test, sleep current measurement, active current measurement and displacement test. The insulin pump powered up properly after battery installation and there was no blank display.